Event description:
The customer stated he was hospitalized for high blood glucose levels. It was also reported that the insulin pump was having a priming anomaly. Troubleshooting was not performed on the insulin pump due to the priming issue.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to be best of our knowledge.